Event description:
It was reported that this implantable cardioverter defibrillator (ICD) had delivered anti-tachycardia pacing (atp) and shocks due to atrial rhythms on several episodes. Rhythm acceleration has been exhibited after providing shocks. Technical services (ts) was consulted and recommended possible solutions. The patient was hospitalized. No additional adverse patient effects were reported.